Manufacturer narrative:
Additional information: this complaint is not reportable as an adverse event: the stoma measuring device was placed on error and was recognized after placement and would likely be replaced with a feeding tube without needing any additional procedure and this would not likely lead to any serious injury. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Review of the device labeling verified that the stomal measuring device is correctly identified, and the labeling repeatedly states (feeding tube not included). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
A report was received from the (B)(6) stating the mic introducer kit has a stoma measuring device in the kit. This was not clear and the stoma measuring device was inserted as a feeding tube by the physician instead of the gastrostomy tube. No additional information was provided.